Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g1: manufacturing site name and address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Only event month and year are known. Complainant part is not expected to be returned for manufacturer review/investigation. Picture review: based on the provided pictures it can be confirmed that the extraction screw is jammed within a nail. Furthermore, the handle of the extraction screw is broken off. The exact part and lot numbers of the involved articles are not visible. The provided pictures do not allow for any determination of the root cause. Lot# of the extraction screw was not provided and product was not returned, therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, after a procedure and during sterilization there was difficulty removing the extraction screw from the nail. The nail could not be cleaned properly, and the extraction screw appeared to be broken. The handle of the extraction screw had detached from the extraction screw. The procedure that the devices were used in was carried out without any complications. The set could not be sterilized. Concomitant device reported: nails (part number unknown, lot unknown, quantity 1). This report involves one (1) conical extraction screw for ti femoral and tibial nails. This is report x of 2 for (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d11: additional concomitant device reported: d9: product returned. H6: investigation summary: picture review: based on the provided pictures it can be confirmed that the extraction screw is jammed within a nail. Furthermore, the handle of the extraction screw is broken off. The exact part and lot numbers of the involved articles are not visible. The provided pictures do not allow for any determination of the root cause. Lot# of the extraction screw was not provided and product was not returned, therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.,picture review: based on the provided pictures it can be confirmed that the extraction screw is jammed within a nail. Furthermore, the handle of the extraction screw is broken off. The exact part and lot numbers of the involved articles are not visible. Pre-investigation statement: only the handle (component part# 50157771) of the extraction screw was returned for investigation. The handle is not etched; therefore, it is not possible to verify the exact part# and lot#. Investigation site: cq zuchwil; selected flow: devce interaction ¿ functional - fell apart / jammed. Visual inspection: the returned handle shows several nicks at the neck area just behind the thread. Functional test : cannot be performed due to the damage incurred. Dimensional inspection: dimensional inspection could not be conducted due to post manufacturing deformation. Document/specification review: drawing were reviewed during this investigation. According to the drawing the handle and the shaft are screwed together with torque and adhesive connected to each other during manufacture. Since the exact lot number is not known a manufacturing record evaluation could not be performed. Summary: the picture review confirmed that the extraction screw is jammed within a nail and that the handle of the extraction screw has come off. Only the handle was returned for investigation. No definitive conclusion could be reached as on what caused the separating of the handle. The marks found on the neck area of the handle indicate that the user tried to forcibly loosen the jammed shaft and as a result the handle came loose. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.